Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed dried in the device. The plunger has advanced to almost mid-nozzle and overrode the lens. The lens leading haptic and 1/4th of the optic has been advanced to the nozzle entry area. The trailing haptic is folded onto the optic on the left of the plunger. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A plunger override was observed. The root cause cannot be determined. Two qualified viscoelastics were indicated. There appeared to be adequate viscoelastic present. Because a majority of the lens is still present inside the lens loading area, it is possible that the plunger override may have occurred due to a rapid advancement faster than the recommended rate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints in lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) insertion into the patient's eye, the plunger overrode the iol. There was patient contact, but no patient harm. Additional information was requested.